Event description:
The patient needs the orthosis because of polio. The knee joint has unlocked unintentionally and the patient fell against a door frame. The injuries have been 2 gaps in the forehead (from the blow against the frame of a door) and injuries to the leg. The forehead needed to be sewn. The knee is swollen and painful, an MRI and x-ray examination have been carried out. Suspicion of a fracture was ruled out. The leg has been immobilized with a splint. The patient shall rest and cool the leg.

Manufacturer narrative:
The product has been sent to ottobock and is evaluated. At the moment, there is a lack of information to complete the evaluation. We will send a follow-up report as soon as the investigation is completed.

Event description:
The patient needs the orthosis because of polio. The knee joint has unlocked unintentionally and the patient fell against a door frame. The injuries have been 2 gaps in the forehead (from the blow against the frame of a door) and injuries to the leg. The forehead needed to be sewn. The knee is swollen and painful, an MRI and x-ray examination have been carried out. Suspicion of a fracture was ruled out. The leg has been immobilized with a splint. The patient shall rest and cool the leg.

Manufacturer narrative:
The technical evaluation of the orthotic knee joint shows, that the width of the joint space between the lower end of the lock wedge and the slotted hole is outside the specifications. Furthermore, there are concentric grooves on both lateral surfaces of the lug of the lower joint section and the lug exhibits a slight deformation at the outer edge. Moments acting in the medio/lateral direction during use of the orthosis cause friction and therefore wear and tear. The joint is constructed in such a way that the lock itself can be readjusted to enable a seat without play. The deformation of the lug can lead to play in the joint. Unintentional opening of the lock could not be reproduced. Neither the determined width of the joint space nor the described wear and tear lead to unintentional opening of the knee joint. At this stage, we can rule out the orthosis as the cause of the fall. The orthosis is sent back to the patient, and photos/videos of the orthosis are requested. The image material is intended to show the loads during use of the orthosis and allow conclusions to be drawn about the cause. Should any new findings arise, we will inform you immediately.